Event description:
The customer reported positively biased quality control fluid results using vitros valp reagent and a vitros 5,1 fs chemistry system. Biased results of the direction and magnitude observed may lead to inappropriate physician action. The customer processed valp patient samples on their alternate vitros 5,1 system while quality control results were unacceptable on this vitros 5,1. There was no report of patient harm as a result of this event.

Manufacturer narrative:
The investigation determined that positively biased valp quality control results were obtained on a vitros 5,1 fs system. Ocd field service investigated, and made necessary repairs to the microtip subsystem, returning the vitros 5,1 to expected operation. Acceptable vitros valp performance was observed following the service activity. The root cause of this event is instrument related.